Manufacturer narrative:
The reported issue was inconclusive. The root cause was not able to be isolated. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: e. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow rate usually fluctuated at 1.3 l/min in an arctic sun device and had difficulty achieving the required 1.5 l, and the pump performance was very weak. Presumably the defect in the wo (B)(4) was not completely rectified. Per review of wo on 02nov2024, there was no patient involvement. Per follow up information received via task on 11nov2024, device would be repaired in the hospital by crs. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem.

Event description:
It was reported that the flow rate usually fluctuated at 1.3 l/min in an arctic sun device and had difficulty achieving the required 1.5 l, and the pump performance was very weak. Presumably the defect in the (B)(4) was not completely rectified. Per review of wo on 02nov2024, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter phone number that is provided is (B)(6). The complete customer's name that is available is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.